Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. Device not returned.

Event description:
It was reported that a cartridge was loose and disconnect from the pump. Reportedly, the customer bumped the pump and accidently disconnected the cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Cartridge was reloaded and resumed insulin deliveries. Customer¿s blood glucose level was 204 mg/dl.